Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading ranged between 38-185 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker, minor scratches on lcd window and cracked case at display window corners.